Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 3.5 years post-implant, it was reported that the pt was admitted with signs of hemolysis and haematuria. The pt's lactate dehydrogenase (ldh) and plasma free hemoglobin was elevated. The hospital decided to exchange the pump and during the exchange it was reported that the outflow graft bend relief was disconnected. The pump and the outflow graft bend relief was exchanged.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump. The MFR is attempting to acquire the explanted pump as well as the outflow graft and outflow graft bend relief for analysis. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.